Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 30 post insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not produced in the lab. The review of the sensor data in dms showed that the issue is potentially due to an led short, which triggered the sensor replacement alert. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report (B)(6) 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes, 05/08/2024. G3.date received by the manufacturer? 17 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.